Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). Same case as MFR ID#: 2134265-2011-01078, 2134265-2011-03340. It was reported that post a stenting treatment procedure, restenosis occurred. At the time of the index procedure, the patient presented due to stable angina (ccs class I). Cardiac catheterization revealed a new lesion that was visually 100% stenosed (71% per (B)(6)) with a reference vessel diameter of 3.5mm located in the proximal right coronary artery. There was timi-1 flow pre treatment. It was treated with predilation and placement of 3.0x28mm, 3.5x28mm and 3.5x24mm taxus liberte stents with gap and post dilation resulting in 0% residual stenosis (16% per (B)(6)). Timi flow improved to 3. The patient was discharged (B)(6) later on aspirin and clopidogrel bisulfate. (B)(6) 2010: the patient underwent went cardiac catheterization which revealed 25% stenosis in the proximal rca with a reference vessel diameter of 3.5mm and 100% stenosis of the right posterior atrioventricular (pav) coronary artery with a reference vessel diameter of 2.5mm. No ischemic symptoms were present. (B)(6) later, the lesion was treated with predilation and placement of a non-bsc drug eluting stent resulting in visually 0% residual stenosis (42% via core lab analysis) timi flow improved from 0 to 3. The patient's condition was reported to have "improved" the same day and the patient was discharged (B)(6) later. The physician reported a possible relationship between the (B)(6) study stent and the restenosis in the right pav.